Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a twiddler presented. The lead was presenting high thresholds and failure to capture measurements. The allegations were confirmed through x-rays. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a twiddler presented. The lead was presenting high thresholds and failure to capture measurements. The allegations were confirmed through x-rays. No additional information is available at the moment. No additional adverse patient effects were reported.